Manufacturer narrative:
An implantable cardioverter defibrillator was returned for the reported event of premature battery depletion. Interrogation of the device confirmed the device was above elective replacement indicator (eri) and confirmed the battery percentage seen in the field. The battery requirement for this device prior to implant is lower than the battery percentage confirmed during analysis, so the battery percentage was considered to be normal. No other anomalies were found and the reported event of premature battery depletion was unconfirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented prior to bi-ventricular implantable cardioverter defibrillator implant procedure. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. The physician did not implant the device and replaced it with another implantable cardioverter defibrillator. The patient was in stable condition.